Manufacturer narrative:
Product complaint # (B)(4). Patent identifier: (B)(6). Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, patient underwent an unknown surgical procedure for spinal fusion. Cslp va plate locking ring came dislodged. The procedure was completed successfully with a surgical delay of 30 minutes. Patient outcome is unknown. This complaint involves two (2) devices. This report is for (1) ti cslp variable angle 4 level/80mm. This report is 2 of 2 for (B)(4).